Event description:
It was reported that this 55 y/o male patient's hop was revised due to the recalled poly. Surgeon removed poly and replaced with new liner from exactech, head was replaced with a competitors device. Patient was last known to be in stable condition following the event. No delay or prolongation. No x-rays or photos provided. Device is not returning - hospital kept.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6), 120-65-40 - bone screw 6.5mm dia x 40mm long; (B)(6), 148-36-93 - 12/14 zirconia head 36mm rep by 170-36-93; (B)(6), 164-01-14 - element-stem, collarless w/ha, std offset, sz 14; (B)(6), 186-01-54 - integrip cc, cluster 54mm, g2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Remove explant date as it is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d2, d4, g4, h4. Please disregard the statement in the previous supplemental report regarding the unknown product information. This information is known and had been updated accordingly.